Event description:
The guiding catheter and guide wire were on the lesion; as they tried to advance the stent delivery system (sds) over the wire, it got stuck on the wire. They had to pull the wire together with the sds and once outside of the patient's body, they tried to remove the sds from the wire and that was when the sds broke. The sds broke on the mid portion (shaft). The procedure was completed with a taxus stent using another wire. There were no adverse effects to the patient. It was unknown if the lesion was pre-dilated.